Manufacturer narrative:
Received via medwatch report number mw5093623. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused during patient therapy in the intensive care unit (ICU). The patient arrived to the ICU from the emergency department with tranexamic acid (txa) infusing at a rate of 16ml/hr, according to the pump. The bag should have taken 8 hours to infuse but upon arrival to the ICU the bag was noted as empty. The pump indicated that 125ml had infused to the patient but the bag of medication indicated it should have 250ml in it. The emergency department registered nurse (rn) stated that due to issues with the pump, they had to change the pump and an estimated 50ml of medication had been infused prior through another pump. Therefore, the total medication accounted for was 175ml, yet the 250ml bag was empty. It was noted that the medication should have lasted until 0836 but was empty by approximately 0250. There was no known patient injury or medical intervention associated with this event. No additional information is available.